Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy. It was reported that the patient had their device replace due to the device not being able to take or hold a charge. The caller stated they had to charge daily. No patient symptoms or further complications were reported as a result of this event.